Event description:
It was reported that the patient experienced a low blood glucose event to 55 mg/dl after announcing a meal on the ilet significantly before consuming it, followed by a post-meal rise; logs were viewable after the device was synced to the mobile app. Symptoms included hypoglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included review of device logs and user interaction. Investigation of this case revealed user timing error related to early meal announcement with subsequent appropriate glycemic recovery after food intake, with no device malfunction identified. It was concluded that the event was attributable to use error regarding meal announcement timing rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.